Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation system was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, the prolieve thermodilitation system self-diagnostics reported that the tc heating was unavailable. The procedure was completed with another prolieve thermodilitation system. There is no further information available regarding the patient.

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.